Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. It was reported that the patient entered the emergency room ER with symptoms of an aneurysm. A CT was ordered and there was a type ia endoleak and the aneurysm was found to be 12 cm in diameter. The physician stated cause of the endoleak is unknown. The decision was made to extend the proximal aorta with 2 endurant aortic cuffs (28/28/49 and a 3/36/49) and aptus endoanchors to re-establish a proximal seal. The patient became unresponsive while waiting for an or room slot. After initial angiogram, a type ia endoleak was present. The patient's blood pressure dropped and the physician used a reliant balloon to exclude the aorta. A 28/28/49 endurant cuff was placed just below the lowest renal (left) and ballooned with the reliant and re-imaged. The physician stated that there still appeared to be a minor endoleak. The physician wanted to partially cover the lowest renal to obtain a better seal. After placing the 36/36/49 endurant cuff the physician imaged and the endoleak was resolved. The physician then placed 3 aptus endoanchors. Then anesthesiologist notified the physician that they were having issues. The physician's early hypothesis is that the patient had some sort of coagulopathy or compartment syndrome and expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.